Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. During the visit to the customer site, the arjo technician confirmed that the bottom cover of the maxi sky 2 ceiling lift had detached. The device evaluation did not reveal any component issues or problems with the mounting points. The cover was reattached. Based on previous complaints and customer feedback, the cover detached due to an external impact during rail movement. According to hospital staff, while moving the rail with the ceiling lift installed, the rail accidentally struck a gas column, which caused the bottom cover to fall off. The maxi sky 2 instructions for use (IFU, 001-15698-en rev. 13 from jan/2020) include the following warning: ¿before transferring a patient, make sure there are no obstacles in the transfer path. Injuries could occur.¿ sum up, the root cause of the bottom cover detachment in the maxi sky 2 ceiling lift was an external impact that occurred during rail movement, which caused the cover to fall off. The maxi sky 2 was not in use for a patient transfer when the cover detached, meaning the device did not meet its specifications at the time of the event. The device evaluation did not reveal any component issues or problems with the mounting points. The complaint was decided to be reportable due to the bottom cover detachment.

Event description:
The hospital staff reported to arjo that the bottom cover of a maxi sky 2 ceiling lift had detached. At the time of the event, the device was not in use with a patient, and no injuries were reported.